Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips and vertical lip lines with 2 syringes of juvéderm® volbella® with lidocaine. Almost a month later, the patient developed "pain/swelling and tissue irritation from the filler". The events did not occur at the injection site. Almost 3 weeks later, the patient was treated with hyaluronidase. The patient was treated once more with hyaluronidase 2 days later. The symptoms have not resolved.